Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the tracheostomy tube was detached from the flange. It was totally broken into two parts and the inner tube was inside the patient¿s trachea. The patient had to undergo an emergency tube change.